Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual and a microscopic inspection were performed. During the microscopic inspection it was found that there was a black fiber on the rim of the device. The origin of the fiber could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The event was reported to have occurred on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a flo-thru device. This was noted before use. There was no patient involvement. No additional information is available.